Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number of the second involved product? Unknown. What suture type and size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was the applier checked for damaged (jaws straight and aligned)? There was no damage with the applier. Was this a robotic procedure? Currently, unknown. Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? Yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? The product will not be returned as the product has been discarded. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>dr. (B)(6) is a director/department director/center director of urology department.

Event description:
It was reported that a patient underwent a laparoscopic urological procedure on (B)(6) 2024 and suture was used. When the clip was loaded by an applier and used, the event occurred that the clip was crushed, so a new cartridge was taken out and loaded. There was no remaining in the body and there was no effect on the patient. There was no bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.